Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the following was identified: part of the rubber valve inside the biopsy valve was missing from the subject device. Since, the actual device was damaged, another lot of the same device was used for testing. It was confirmed that when the endo-therapy accessory and syringe are inserted and removed from the device while attached to an endoscope while the accessory and syringe are tilted, the rubber valve will be damaged and fall off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that when the endo-therapy accessory and syringe were inserted and removed while in a tilted position to the subject device, an applied overload caused the rubber valve damage. Moreover, the repeated insertion and removal of the endo-therapy accessory and syringe likely pushed the pieces of the rubber valve into the endoscope's suction channel, causing it to fall off and into the patient's body. However, the root cause of the damage to the rubber valve could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿9.4: feeding and aspirating solution with a syringe - insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary.¿ ¿9.5: inserting and withdrawing the endo-therapy accessories - insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ ¿(B)(6) medical device package insert states the following: inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. We also confirmed that it states that this may cause the forceps plug to break and pieces to fall into the patient body.¿ this supplemental report includes a correction to d4 from the initial medwatch. Additional information received from the customer has been added to b5. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that an unspecified endo-therapy accessory and a 5cc syringe was used in conjunction with the subject device. It is possible that the endo-therapy accessory and syringe were inserted and withdrawn at an angle. Reportedly, the physician performing the procedure was ¿relatively young.¿

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic procedure, the slit part of the single use biopsy valve broke off and fell into the patient¿s body. It was immediately retrieved and replaced with another one, and the procedure was completed. There was no health hazard from this incident.